Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient stated that the device is not working as well as the trial did. The patient stated that during the trial they were feeling the stimulation in the exact right spot, but the implant it almost feels like it is in a corner, versus the right spot. The patient was concerned that they were feeling stimulation in a different place then the trial and lead placement and how internal components work was reviewed. The patient stated that they are still having leaking, and they feel like a pinching sensation in the vaginal area and a throbbing that is not painful every once in a while. The patient stated that the last two nights were the first two nights they have slept through the night in a long time. The patient stated that they have an appointment tomorrow and will relay all the issues to them. Caller stated that they increased stimulation to 2.6 v this morning on program 2. Patient will monitor symptoms now that change was made and will follow up with doctor if doesn't resolve.  There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.